Manufacturer narrative:
A manufacturer representative went to the site to test the system. Testing revealed there was no fault found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that the site's s8 shut down when moving from the foot of the bed to the head of the bed and was not able to power back on. Rep tried multiple outlets without success. There was no patient harm reported.